Event description:
The customer reported that the pro7000de, hall oralmax elite high-speed drill was being used in a non-surgical event on approximately (B)(6) 2025 and it ¿overheats.¿ there was no impact or injury to the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device has been returned to conmed; however, the investigation of the device has not been completed. A supplemental and final report will be filed following the completion of the device and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the pro7000de, hall oralmax elite high speed drill was being used in a non-surgical event on approximately (B)(6) 2025 and it ¿overheats.¿ there was no impact or injury to the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The evaluation found that the preventative maintenance was overdue. Additional problems were found. The handpiece was loud with vibrations. The handpiece was disassembled and found that the components were worn out and the unit needs to be rebuilt. The cast stator had visual internal damage. The safe slide was worn. The rotor and collect bearings failed. The service history was reviewed and found similar problem repairs to this complaint. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year review of complaint history revealed there has been a total of 73 reports, regarding 73 devices, for this device family and failure mode. During this same time frame 4,075 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.02. Per the instructions for use, the user is advised the following: continually check handpiece for overheating. If overheating is sensed, immediately discontinue use and return equipment for service. Overheating of the blade or bur may cause damage to the blade or bur and may cause burns or thermal necrosis. Failure to follow the specified service interval could result in reduced instrument performance or overheating of the handpiece. Overheating can lead to possible burn injury to the patient or medical personnel. Overheating can occur if bur guard bearings are worn or not kept clean. We will continue to monitor for trends through the complaint system to assure patient safety.